Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-aug-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device drawer was stuck as it did not fully open. The field service engineer (fse) troubleshot the device using remote support services, and assistance was provided to the pharmacy technician. The customer performed verification using the pyxis application, and the issue was resolved. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es system drawer was stuck as it did not fully open. The customer stated that drawer 5 would not open all the way to the back, making it difficult to access the rear cubies. The customer also reported having to hold the cubies in place to remove the medication, which resulted in pinching their finger. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.